Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a diagnostic procedure, there was an air leak and blood leak from the hemostasis valve of the sheath. After inserting the sheath into the patient and inserting the non-abbott (boston scientific) farawave catheter, air aspiration was performed. While air was initially drawn, air was pulled in from the catheter side. Additionally, during use, blood leakage was observed from the hemostatic valve. The procedure was completed without replacing the device and there were no adverse consequences to the patient.